Manufacturer narrative:
Continuation of d10: product ID: 37092, serial# unknown, I product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from the patient, and their assistant, regarding an implantable neurostimulation. The reason for the call was the patient reported that they think the therapy is turned off, and they need assistance in turning it back on. Patient stated that two days ago, noticed that their symptoms have returned and arereal bad, both of their hands were tingly, calves are really bad, and their left ankle was real tight. Patient added that their symptoms has been bad all day, and their legs hurt real bad at night. Agent had the patient connect to the ins using their programmer, but patient describe seeing poor communication screen. Programmer worn out. Patient mentioned that they went to the hcp probably 6 months ago, and the hcp checked something, either tested or read the ins, and they were told that the battery still had 2 years. Agent had the patient reposition the programmer over the implant, and they changed batteries twice. Patient was only able to successfully connect to the implant after putting the programmer directly over the implant instead of using the antenna. Agent reviewed turning therapy on, and patient was able to turn therapy back on, and was able to confirm that the internal battery is okay. Patient to monitor their symptoms, and was redirected to the hcp if symptoms persists. Request was sent to repair to replace programmer antenna.